Event description:
A 3.5mm diameter x 15mm length endeavor rx drug-eluting coronary stent was deployed in to a pt with no issue reported. The target lesion located in the lcx # 11 prox, was described as non tortuous with mid calcification and 90% stenosis and was pre-dilated. Good dilatation of the stent was confirmed by ivus; however, 4 hours post implant, the pt complained of chest pain. Angiography showed a thrombus. The thrombus was aspirated and poba was performed. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B) (4) (secondary intervention: thrombus aspiration, poba): eval results: (st).